Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully did so, and was advised continuing using the pump while monitoring for any recurring issues.